Manufacturer narrative:
Follow-up # 1 (08/31/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing several issues with our products: illegible information on the test strip vial, an inaccurate high issue and an "er5" prompt with her one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient could not recall the exact dates, but reported that the alleged issues with the subject meter and the test strips started at the end of (B)(6) 2011. She explained to this mss, that the issue began with the misleading statement read on the meter's carton, stating there is "no coding required". The patient reported that when she got her new meter, she also received some code 26 strips included in the kit, and claims the meter came coded to code 26. Allegedly after 2 days of using those strips, she ran out and called her local pharmacy for a refill. Her new strips arrived, they were code 25, and continued using the meter with code 26 because the box said "no coding needed". She explained that this lasted for weeks, and noticed that after using the new strips, her blood sugar levels were higher than usual. The patient could not recall readings, but said in the high 100s to 200s and more sometimes, but never had symptoms of high glucose. Based on those inaccurate high readings, she adjusted her insulin to correct for the high glucose. She manages her diabetes with humalog and lantus insulin (sliding scale). The patient reported that for those weeks of using the wrong code number, she was dosing inaccurately with insulin and had approximately 11 episodes of "insulin shock". She reported going so low, that she lost consciousness several times and emergency medical services were called out by her husband. She reported that they revived her with a glucagon injection. The patient claims that she does not become symptomatic until she passes out. The patient could not recall days or times when all these events took place, but it was always after administering the insulin. Initially she was not concerned with the high readings, because she was and is still undergoing treatment for a (B)(6) on her toe, taking serotonin syndrome medications and coping with a close relative's health issues. The patient felt high readings were as a consequence of her current medical issues and new emotional stress, and it wasn't until she checked with her endocrinologist that she was told to contact lfs for help checking the meter. Once she called customer service and was educated on coding the meter correctly, she reports receiving normal accurate readings and not having any issues going too low again. She mentioned that the "er5" prompt happened intermittently once or twice, during the whole time, (unable to recall when) and cleared as fast as it came up, never stopped her from testing and getting an actionable result. The patient felt it was due to use error, and resolved when procedure was corrected. During the initial call with customer service, there was a severe weather front approaching with thunderstorm. She was afraid and unable to stay on the phone to go over all troubleshooting questions. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, reportedly developed symptoms suggestive of severe hypoglycemia and received health care professional intervention after the alleged meter issue began.